Event description:
It was reported that the sys 9800 was intermittently unable to move vertically. Also, the sys was taking an excessively long time to initialize. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. It was determined that the interconnect cable was defective at one connector. The cable was replaced. The sys was tested and found to be working as intended and placed back into service.